Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified right proximal coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm and 7atm accordingly within seconds. However, at second inflation, it was noted that the balloon ruptured at 7atm. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.